Manufacturer narrative:
Failure analysis investigations replicated/confirmed the customer reported complaint "bipolar connection bent." The instrument was found to have a bent banana plug at the back end of the housing. Electrical continuity was performed and passed. Additionally, the instrument was found to have a broken monopolar yaw pulley. Broken piece is missing as a result of breakage. The boss feature of the monopolar yaw pulley was broken, measuring approximately 0.067" x 0.057" in size. Furthermore, the instrument was found to have the conductor wire cap dislodged from its normal position as a result of the broken monopolar yaw pulley. Cap was not returned. Finally, the instrument was found to have the entire length of the main tube surface with degradation.

Event description:
It was reported that during central processing, that the permanent cautery hook instrument is bent. There was no report of patient involvement.